Event description:
It was reported that during follow-up in clinic, the patient presented with noise oversensing that led to noise reversions on their right ventricular lead. The noise was reproducible with abduction or addiction motion of patient's arms. Programming changes were made to address the issue. The patient was in stable and will continue to be monitored.